Event description:
It was reported that during a percutaneous transluminal angioplasty (pta), the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery (lad). A 2mm x 40mm x 145cm coyote was advanced to the lad; however, the balloon ruptured. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).